Event description:
It was reported that a journal article was retrieved from foot & ankle (2022) that reported a prospective study from italy. The purpose of the study was to evaluate the five-year clinical, functional, and radiological results previously reported at two-year follow-up for the same cohort of patients who underwent transfibular total ankle arthroplasty (taa). The study reported 2 patients experienced delayed wound healing; of which, one required fibular plate removal and surgical debridement at 2 months. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03547. Concomitant medical products: item# unk tm ankle fibular plate; lot# unknown. Report source: foreign - event occurred in italy. Literature - maccario c, paoli t, romano f, d'ambrosi r, indino c, federico ug. Transfibular total ankle arthroplasty : a new reliable procedure at five-year follow-up. Bone joint j. 2022 apr;104-b(4):472-478. Doi: 10.1302/0301-620x.104b4.bjj-2021-0167.r5. Pmid: 35360940. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression of a non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.